Event description:
A surgeon reported during intraocular lens (iol) implant surgery, he noted the haptic would not open fully. He was able to center the iol during the surgery. At a postoperative visit the next day, the surgeon reported the iol was decentered. The iol was exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.